Event description:
During the index procedure, there was one resolute integrity drug eluting stent implanted in the rca, 2 resolute integrity drug eluting stents implanted in the cx and one resolute integrity drug eluting stent implanted in the lad. It is reported that the patient expired 3 days after the index procedure. The cause of death is unknown. The investigator has indicated there is little relation between death and pci. It is reported that there was evidence of stent thrombosis.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death, stent thrombosis).